Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump not alarming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2016 with the following findings: the pump does not have the features to alarm when a patient has a low blood glucose. The pump was returned with the sound features for a normal bolus (off), audio bolus (vibrate), temp basal (high) and all others set to (vibrate). An alarm was reproduced for the investigation with the sound settings set to high and then set to vibrate; the pump gave the appropriate alert. The alleged issue could not be duplicated.